Event description:
Customer reported two patients with conflicting results with the ID now covid-19 assay performed on (B)(6) 2022. This report is for patient two (2) of two (2). The patient tested positive with the ID now covid-19 assayon (B)(6) 2022, negative on (B)(6) 2022 and then positive on (B)(6) 2022. No further information regarding symptoms, health impact or outcome.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Related to MFR report number 1221359-2022-01031.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Not withstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.